Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the patient was in the hospital for unrelated medical issues, the patient went into a ventricular tachycardia. The device was unable to rescue the patient form the rhythm and received emergency external defibrillation. The device delivered inadequate atp and hv therapy. The patient was externally defibrillated multiple times. The patient experienced dizzy spells and pre-syncopal symptoms. The persistent arrhythmias may have been due to the patient not taking medication that morning. Programming changes were made. The patient is doing fine.